Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the keypad was found to be torn at the up arrow button. The up arrow keypad button was found to be intermittently unresponsive during testing. All of the other buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under the up arrow and down arrow button contacts. Unrelated to the complaint, investigation revealed that the display was dim, fading, and discolored and the battery compartment was cracked at the threads.